Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Myocardial infarction is a known casue of death in diabetic patients.

Event description:
Dexcom was made aware on 01/18/2017 that on (B)(6) 2017, that the patient passed away. Patient's wife reported that she called emergency medical services (ems) who resuscitated the patient. Ems then transported patient to the emergency room (ER) where he died of cardiac arrest. A copy of the certificate of death was not provided. It is not known if patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) . "The g5 system is associated with product code pqf. Product code pqf is not currently available."